Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens ccc specialist reviewed the information provided. The customer did not provide the patient sample to be tested in-house by siemens and no further investigation could be processed. Siemen concluded that the potential cause of the event was improper sample preparation and sample handling. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone (tsh3u) patient result was obtained on an advia centaur xp instrument. The discordant result was reported to the physician(s). The same sample was repeated on an alternate advia centaur xp instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroid stimulating hormone (tsh3u) patient result.